Event description:
The customer reported adhesive blockages in the forceps channel during maintenance with an Olympus ultrasound gastrovideoscope. There was no patient involvement.

Manufacturer narrative:
E1 Full Name (Initial Reporter Establishment Name) - (b)(6) The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.